Event description:
Female patient with vitreous hemorrhage and diabetic retinopathy was brought into operating room. The patient was prepped and draped in the usual fashion. Attention was directed towards the right eye. A speculum was inserted and a trocar was placed in the inferior temporal quadrant. A 3.5 mm port posterior to the limbus was hooked up to infusion. Then, trocars were placed in the superior nasal and superior temporal quadrant posterior to the limbus. A chandelier light was placed in the infratemporal quadrant, (posterior to the limbus) and then a landers lens was sutured in place with a 7-0 vicryl suture at the 3 and 9 o'clock position at the limbus. During the procedure, the alcon accurus vitrectomy didn't perform correctly. The cutter would start and stop, then it wouldn't cut at all. It also had no suction. The probe was replaced, but it didn't correct the problem. Changed to another alcon accurus vitrectomy. After this was completed, an anterior and posterior vitrectomy was performed. Atropine ointment was instilled, eye was patched, and the patient left the operating room in good condition.